Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extension line cracked near the hub. The catheter was in place for 4 months in a male patient. The catheter was removed and replaced successfully. There was no delay in treatment. No complications or death occurred to the patient.